Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 500 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that their health care provider changed the numbers on their insulin pump and has been having high blood glucose levels ever since. The customer was assisted with reprograming their insulin pump to their original settings. The customer declined any further troubleshooting. The customer did not return the product back for analysis.